Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital and complained of experiencing dizzy spells. The right ventricular lead exhibited multiple noise reversion episodes, noise and oversensing. On (B)(6) 2015 the lead was successfully capped and replaced. No further information was available at this time.